Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg. The customer changed the cartridge and infusion set to address the occlusions. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.